Event description:
Correspondence received states the pt received a right total shoulder in 1994 which was revised in 1998. The glenoid bearing and humeral head were replaced; but no reason was listed.